Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported right side ¿suspected rupture¿, ¿capsular contracture (baker grade IV)¿ ¿isolated cysts on both breasts¿, ¿benign axillary ganglions¿, and ¿mild volumen decrease and more deformity that contralateral¿. Device ahs been explanted and replaced with non-allergan.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on radius side assessed as surgical damage. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ cyst-ndr: not applicable as the event is not related to the device. Additional observations: ¿ crease is observed. ¿ yellow particles were observed on the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: a2, b5, d9, h3, h6.

Event description:
Healthcare professional reported right side ¿suspected rupture¿, ¿capsular contracture (baker grade IV)¿, ¿benign axillary ganglions¿, and ¿mild volume decrease and more deformity that contralateral¿. Healthcare professional additionally reported right side "isolated cysts", which is not device-related. Device has been explanted and replaced with non-allergan.